Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter become stuck in the lesion. The 90% stenosed target lesion was located in the moderately calcified and tortuous proximal left circumflex artery. An atlantis sr pro coronary catheter was selected for stent placement and advanced to the lesion; however, while advancing the catheter became stuck in the lesion. As the physician pushed the device the image disappeared. The device was able to be removed without excessive force. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter become stuck in the lesion. The 90% stenosed target lesion was located in the moderately calcified and tortuous proximal left circumflex artery. An atlantis sr pro coronary catheter was selected for stent placement and advanced to the lesion; however, while advancing the catheter became stuck in the lesion. As the physician pushed the device the image disappeared. The device was able to be removed without excessive force. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that both the hub wings were bent when the device was received. The guide wire exit port was lifted 0.5mm. A test guide wire (0.014") was inserted and no indication of resistance in tracking the guide wire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).